Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed and reproduced the reported symptom of "system error 105" caused by severed motor mount screws. The motor assembly and screws have been replaced.